Manufacturer narrative:
(B)(4). Investigation summary: according with the information provided, it was reported that during a shoulder arthroscopy the penetrating grasper 35° up is not closing. The complaint device was received and evaluated. Visual inspection revealed that the device is in normal usage condition. When performing the functional test, it was not possible to open or close the jaws due to a jamming condition. Therefore this complaint can be confirmed. The possible root cause for the reported condition can be attributed to to the age and the constant use of the device that wears away it's internal parts. Since this device is reusable, the metal begins to lose it's shape due to the continuous use causing wear of internal components. However this cannot be conclusively determined. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the sales rep via phone that during a shoulder arthroscopy the penetrating grasper 35° up is not closing. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation. The lot number is unknown.